Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in liquid in the lens case/vial. Visual inspection found the haptic broken. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Conclusion: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in an eye with an anterior chamber depth (acd) less than 3.0 mm. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.5 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2017 due to low vaulting, with a vault value of 160 micrometers and no rotation. The lens was exchanged for a longer lens and the problem was resolved. During the patient's last visit on (B)(6) 2017, patient's best corrected visual acuity (bcva) was 20/20, uncorrected visual acuity (ucva) was 20/20, and the vault was 660 micrometers.